Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the black box showed evidence of loss of prime warnings with force equal zero messages. Unrelated to the initial complaint, the display ws observed to be dim and pinkish in color. There was no occurrences of loss of prime or any other warnings during the investigation. Product analysis was unable to duplicate the loss of prime complaint. Inspection showed an intermittent connection to the force sensor flex pin due a cracked trace near to the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.